Manufacturer narrative:
(B)(4). The 900mr761 reusable adult breathing circuit kit is manufactured by an outside supplier. The circuit kit consists of a number of components which are packed and supplied by fisher & paykel healthcare (fph). Method: the complaint device was returned to fph regional office in (B)(4). An investigation of the complaint was carried out based on the event description and the photographs received of the complaint device. Results: the photographs showed that the tubing of the circuit was torn near the cuff of the limb. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is difficult to determine the cause of the failure. While the damage could have occurred during production, it is more likely that it occurred during transport or while being stored at the customer's facility. It is worth nothing that the kit had been stored for a lengthy period, as it was manufactured in february 2008. The user instructions which accompany the product state 'perform a pressure and leak test on the breathing system and check for occlusions before connection to a pt". The fault was noticed prior to use. Our records show that this is the only complaint for this device.

Event description:
A distributor in (B)(4) reported that a 900mr761 reusable adult breathing circuit was deformed. This was noticed prior to use on a pt and no pt involvement was reported.